Event description:
It was reported that the left monitor was inoperable. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty left monitor. System operates as intended.